Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported a decrease in the user's hearing performance with the device over a six month period after affected channels were disabled in (B)(6) 2018. No accident or trauma was reported. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was considered for (B)(6) 2018 but no further information has been received.

Event description:
A decrease in the user's hearing performance with the device over a six month period was reported by the parents, after affected channels were disabled in (B)(6) 2018. There was no accident or trauma reported. Re-implantation is planned but no further information has been received from the field.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode under silicone overmold likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
During a routine follow-up visit, in situ measurements showed 5 channels with hi impedance. Over a period of 6 months, the parents reported reduced responses. There was no accident or trauma reported. The recipient was re-implanted.